Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, and a definitive cause for the reported gripper line break could not be determined. The reported gripper actuation appears to be a result of the gripper line break; therefore, it is related to procedural conditions. The poor image resolution was due to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper line break and gripper actuation issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. It was noted that visualization was difficult. The clip delivery system (cds) was advanced to the mitral valve. When attempting to grasp the leaflets, the gripper line was broken and the grippers would not function. The clip was not implanted and the cds was removed and replaced. Two clips were implanted, reducing mr to 2+. There were no adverse patient effects, and no clinically significant delay in the procedure. No additional information was provided.